Manufacturer narrative:
In the case description, the user mentioned that the controller delivered two 1 u boluses without input from the user and that an automated delivery restriction alert occurred shortly before. Inspection of the android log files confirmed the delivery of two 1u boluses on the date occurrence in the audit logs. Inspection of the engineering log files found the logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the available android log files showed evidence of interaction in order to program, confirm, and start each of the boluses captured. One example on 23sep2023 showed the bolus calculator opened by a press of the bolus button. The carb value was changed from 0g to 4g and a cgm value of 204 was loaded into the bolus calculator using the use cgm option. The proper steps were then followed to confirm and start the bolus. The total bolus delivered was 1.8u, which is correct for these carb and cgm entries based on the user's settings and trending egv information. These examples of controller interaction were observed in all boluses contained in the engineering logs and no evidence of an unprogrammed bolus were observed. Without the engineering logs from the 1u boluses, it couldn't be conclusively determined if interaction occurred with the controller in order to program the boluses. The exact cause of the reported event could not be determined. Inspection of the phb data downloaded from the controller confirmed the automated delivery restriction alert on the date of occurrence. The data showed that the system was suggesting the maximum amount for extended periods of time which resulted in the exit closed loop alert being generated. This is expected behavior of the system. The data showed that the user was able to reenter automated mode after being sent to manual mode after acknowledging the alert and continued to use the system in automated mode with no issues.

Manufacturer narrative:
The device has been received and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood sugar levels (49 mg/dl) and lost consciousness possibly due to alcohol intake the previous evening. The patient originally stated she was sleeping and the system delivered a bolus without her knowledge. The patient reported she likely switched herself to manual mode and programmed the 2 boluses. The patient already has a replacement and is scheduled to talk with her healthcare professional.